Event description:
Per the clinic, the patient developed an infection characterized by persistent drainage and pain at the incision site. The patient was subsequently treated with two courses of levofloxacin (levaquin) and one course of amoxicillin/clavulanate (augmentin); however, the condition did not resolve. As of the date of this report, it is unknown whether there are plans to explant the device and proceed with reimplantation. The implanted device remains in situ.

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.